Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" alarm that occurred during drain 1/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp inadventently did not pause the apd therapy when the hp disconnected the patient line of the hp's homechoice set from the hp's transfer set to use the washroom. When hp returned, the machine was alarming. In an endeavor to stop the alarm, hp reconnected to the contaminated setup. Tsc assisted hp in ending the hp's treatment early and advised the hp to complete the hp's therapy by setting up with new supplies. No patient injury or medical intervention was associated with this incident per rn.